Event description:
On (B)(6) 2022, our sales representative reported that an hcp had molded pdo threads migrated on several patients. On (B)(6) 2022, hcp confirmed patients were doing well and she had additional threads implanted on them. No additional information has been provided after multiple contact attempts with the hcp for a consecutive 90 days, from 03/08/2022 to 06/03/2022.